Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27jun2006. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had error code 354-6770 appeared many times in a row. Case was also cracked in several places. There was no patient involvement.

Event description:
It was reported that the device had error code 354-6770 appeared many times in a row. Case was also cracked in several places. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative (DHR and shr updated), imdrf annex a,b.c,d and g grids updated. A review of the device history record showed the device had a manufacture date of (B)(6)2006. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record in sn 12397214 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record in sn 12397214 was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue